Manufacturer narrative:
This lead will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and inappropriate shock. The lead will be returned, but it was noted that the lead was in two pieces upon explant. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise and inappropriate shock. The lead was returned, but it was noted that the lead was in two pieces upon explant. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned in three segments. Visual inspection showed damaged insulation near the clavicle area. The lead passed continuity testing, indication that all conducts were intact. Laboratory analysis concluded that the electrical allegations from the field were confirmed based on the damaged insulation.